Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary intervention procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: initially the device was reported not returning; however, the device was returned for evaluation. An analysis of the returned product was performed. The plunger was deployed revealing the link was attached at the anterior needle. The posterior of the link was not attached to the posterior cuff and was observed to be pulled and torn. The suture, which was partially pulled from the device, was removed and inspected. The suture was normal, but still had the cuff attached to the posterior needle tip. The cuff was observed to have link material inside. The link was found to have been broken from the posterior cuff. Because of the link break, the plunger would have been recovered without suture which would look similar to a cuff miss. The link break on the returned device is consistent with reported experience of a cuff miss. The plunger, with link removed, was inserted to verify the needle trajectory and the trajectory was acceptable, plunger needles entering the foot pockets at intended. It was reported there was tissue scarring and the patient was obese. The instructions for use states that safety and efficacy has not been established in patients that are morbidly obese. The tissue mass and/or scarring may have snagged the suture during plunger retraction, causing high force to be used to complete withdrawal, resulting in the link break. Therefore there may be an indication of an anatomical influence on the incident. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: three unused sterile representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the three returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.